Manufacturer narrative:
Unit received with flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose level was 186 mg/dl. Customer stated that the insulin pump has been bumped. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.